Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine was ultra-filtrating more than what it was programmed to during a patient's hemodialysis (hd) treatment. The patient was able to complete their treatment on the same machine and there was no adverse event, symptom, nor medical intervention as a result of the event. A fresenius (B)(4) technician was scheduled to service the reported machine. Additional information has been requested and it was reported that patient details are unavailable. The machine has been repaired, however, the specific details of the repair are pending the completion of a service report by the technician. This report was received from fresenius (B)(4).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius technician and the device was repaired, however, the specifics of the repairs have not been reported by the technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event was confirmed based on the indication that the device underwent unspecified repairs, however, a cause could not be established.